Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd conventional pen needle the medication could not be delivered. This occurred 25 times. There was no report of patient impact. The following information was provided by the initial reporter: stated, her husband has collected bad needles over a year and threw a lot out because they did not work. Stated, does not prime before injection because that would waste the insulin 25 pen needles affected, (collected for one year and lot's unknown). Lot: unknown. Catalog: unknown, 2nd gen. Date of event: unknown. Samples: yes cl.

Event description:
It was reported while using unspecified bd conventional pen needle the medication could not be delivered. This occurred 25 times. There was no report of patient impact. The following information was provided by the initial reporter: stated, her husband has collected bad needles over a year and threw a lot out because they did not work stated, does not prime before injection because that would waste the insulin 25 pen needles affected, (collected for one year and lot's unknown) lot: unknown catalog: unknown, 2nd gen date of event: unknown samples: yes cl.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary: customer returned (25) 32ga 4mm open loose pen needles from unknown lot# without teardrop labels. It was reported by the consumer that pen needles block. All the retuned pen needles visually examined and observed 15 pen needles with bent npe cannula, 3 broken npe cannulas and 7 without any damages. Clog test was performed on the pen needles without damages and no issues were found. Most likely the customer complaint needle clog occurred due to bent/broken npe cannula. As the samples return were open, root cause cannot be determined. Embecta was able to confirm the issue as bent/broken npe cannula. No DHR review can be carried out as lot number is unknown. Based on the sample received, embecta was able to confirm the customer indicated issue as bent/broken npe. Root cause cannot be determined as the return samples were open.